Event description:
A surgeon reported two pts with possible endophthalmitis following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event resolved with treatment. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/07/2009, 12/09/2009, 12/16/2009, and 12/17/2009 by phone, fax, and mail. A completed questionnaire was received on 12/21/2009.